Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's primary hip, which was implanted in 2001, was revised due to osteolysis. During the revision procedure, the primary cobalt chrome femoral head, the duraloc polyethylene liner, and the duraloc locking ring were removed. The explants were then replace by new components, to include a 36mm +8.5 biolox delta ts ceramic head, a 62 or 74mm duraloc dynamic locking ring, and a duraloc 36mm ID x 62 or 74mm od +4 neutral marathon liner. The primary liner and locking ring were badly damaged while they were being extracted from the 62mm duraloc acetabular cup. The tip of the initial hospital owned osteotome that was being used to lever out the insert broke off and is still wedged in the polyethylene liner. The surgery was not delayed due to the broken osteotome. Doi: unknown dor: (B)(6) 2022. Affected side: right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination. Visual examination of the returned device identified an overall worn condition which is expected of a device implanted for 21 years. It cannot be determined that a device failure or malfunction contributed to reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.